Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate is (B)(6) 2017 to (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis toric intraocular lens (model zct225, +18.5 diopter) was explanted from the patient's right eye in a secondary procedure because of the lens dislocation. The doctor was not able to stabilize the lens to keep in at the axis needed. A anterior chamber intraocular lens was used as replacement for the patient. There was no incision enlargement, and no patient injury was reported. No further information was provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 5/2/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The product was inspected by a qualified inspector using a 12x magnification, shows no abnormalities on the lens. Lens was further measured as per tm4759 rev. 01 - dimensional measurement of returned complaint sample, and all measurements (haptic width, optic diameter, overall diameter and haptic thickness) were within specification. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.